Event description:
It was reported that navio system failed to start up at the beginning of the case. Turned the system on as normal and it ran through start up sequence, but after the blue 'system integrity check' screen, the system brought up the following error message: ""an error code during initialisation: pfs control hardware failure. Please contact blue belt support. (Errcode=400000000000). Please contact blue belt technologies customer support for assistance"" followed by the shut down button. System was turned off and unplugged, left it for 5 minutes and then tried again (and repeated this about 4 times), but received the same error message every time. There were 2 navio cases listed...the first had to be done manually as the patient was already in the anaesthetic room, and the second case was cancelled.

Manufacturer narrative:
H10: the device, intended to be used during treatment, was not returned for a prior investigation. The inspection procedure document was reviewed for the device at the time of manufacturing and passed all tests. Therefore, the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The surgical technique guide released at the time of the complaint provide instructions on turning on the navio system. In the reported event, system had been switched to the "off" position. As a result, it is likely that the customer did not follow the guidelines indicated in the instructions for use. The relationship of the device and the reported event has not been established. A factor that could have contributed to the reported error message was the siu being switched to the "off" position. The error code 40000000000 is indicative of no siu connection to the system. The siu was switched off and was later switched back on and the system booted up correctly. This was due to user error. Per complaint details, the device malfunctioned during use; the procedure was cancelled. Later, it was discovered the siu was switched "off". Based on the information provided, there was no patient injury/impact as the procedure was cancelled. No further medical assessment is warranted at this time.